Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that there was a ballooning of the silicone segment while infusing heparin. A stat heparin assay level was drawn, and heparin was subsequently titrated. Subsequent heparin assay levels were within therapeutic range and there was no harm to the patient. Nurse previously caring for patient noted that the set had been misloaded.

Manufacturer narrative:
Concomitant products: hospira 500ml bag of heparin sodium in 0.45% nacl injection, ndc (B)(4), lot 62-928-fw, exp 1 aug 2017, therapy date unk. The customer¿s report of a bulge/balloon in the silicone segment below the upper fitment was confirmed. During visual inspection it was observed that the silicone segment tubing had a bulge and was weakened near its upper portion just below the upper fitment. A crush/scuff mark was found on the retaining ring for the upper fitment. No other anomalies were observed. Functional testing was unable to replicate the bulge. The root cause of the report of a ballooning silicone segment was not identified.